Manufacturer narrative:
X-ray analysis: probable t-10 pelvis fixation post op film (B)(6) 2015 provided. Unknown length of time from original surgery. Un known levels implanted. One of the set screws at the top of the construct is loose. No other hardware appears affected. Fusion status is unknown. Possible causes include failure to tighten, improperly bent rod and failure of fusion. Root cause is surgical technique.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that on an unknown date, post-op, screws were found broken inside patient. Patient underwent set screws replacement as a result of this event. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis :visual review confirms set screw threads are undamaged. Set screw rod interface node deformation height (@ center) atypical with respect to bench comparison samples. Additionally, asymmetrical rod witness marks on the set screw node and associated rods is consistent with the rod not fully seated in the mas saddle at final tightening, which may have contributed to subsequent rod movement. Conclusion: set screw rod interface node height and witness marks indicate rode may not have been completely seated in mas at final tightening.